Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review. 0 non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however the other incident did not relate to implant loosening. Total for lot number: 2 (B)(6), (B)(6). Complaints received by cmw in the last 12 months for this issue by product code: 8. By product family: 35 (9x depuy cmw 1, 8x depuy cmw 2, 9x depuy cmw 3, 9x endurance).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femur at bone to cement interface. Depuy cement was used. It was also reported that femoral had subsided laterally. No trauma per patient. Doi: unknown; dor: (B)(6) 2018; right knee.